Event description:
It was reported that the patient presented to the ER with syncope and intermittent capture. Upon investigation, the rv and lv leads were observed to be dislodged. It was also noted that the patient was an alcoholic and presented to the ER intoxicated. The leads were explanted and replaced when repositioning was unsuccessful. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.